Event description:
Left hip replacement revision, left total hip arthroplasty johnson & johnson depuy zimmer articul/eze m metal on metal femoral head, femoral body ref # (B)(4)-lot # 60513046 - femoral stem revision taper - 136mm stem length ref # (B)(4)- lot # 2273837 - articul/eze - m metal on metal femoral head ref # (B)(4)- lot # 2248965 or 66 (hard to read). Surgery performed at (B)(6) by dr (B)(6). Problems following surgery: greater trochanter fractures day after surgery - did not fall. Three dislocations: required emergency hospital care at (B)(6). Leg length discrepancy of approx 1". Continuous pain - still going to pt after 4 years (continous to present) - pain medication - celebrex, percocet, extreme gastro intestinal problems, gas, left leg cannot be bent to the chest - when it is, it takes about 20 seconds before I hear the pop back into the joint and can straighten leg. Getting continuously worse and feels like it will dislocate at any time. Constant grinding, popping noise. More stress on lower back and now continuous lower back and left hip pain. (Same pt as report (B)(4)).